Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side rupture. The device remains implanted.